Manufacturer narrative:
(B)(6). Device was evaluated by MFR: the balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was completely detached from the balloon. It is not known when the stent was detached from the device. The stent crimp mark was clearly visible on the balloon material. The investigator attached the express ld device to a boston scientific encore inflation unit and positive pressure was applied. The balloon was successfully inflated to its rate of burst pressure with no drop of pressure noted. A visual and microscopic examination found the entire stent to be severely damaged. The middle of the stent was noted to be severely stretched and while both the distal and proximal ends of the stent were not stretched, they were compressed. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the stent. A visual and tactile examination identified no damage or any issues along the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported stent difficult to deploy occured. The target lesion was located in the iliac artery. A 9.0x60x135 cm express ld vascular drug-eluting stent was advanced for treatment. However, during the procedure, the physician faced resistance and could not deploy the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.